Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error related to the master tool manipulator left (mtml) was discovered during a log review. The customer was not present with the system at the time, and therefore, no troubleshooting was conducted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported issue and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the customer reported complaint was confirmed but not replicated. Unit returned from the field with error 32097 indicating missing gimbal node. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.